Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power up failure 10. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3. G6. H2, h6 (type of investigation), h10, h11 corrected fields: h4

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power up failure 10. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The pcb executive processor was broken. The board was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure 10. There was no patient involvement, and no adverse event reported.